Event description:
It is reported by the pulmonologist performing the biopsy and by the bronch lab staff that they have had several incidents with the echotip procore hd ebus for pentax scopes. The most recent complaint reported is that during procedure, the pulmonologist was unable to deploy the needle for biopsy. Prior to procedure, the deployment was checked to ensure that it was functioning properly, however, it malfunctioned during procedure. This is the majority of the complaints received. Additionally, there are multiple complaints of the sheath not deploying straight, it slides off and bends the needle ultimately leading to the inability to obtain biopsy and having to use additional needles.